Manufacturer narrative:
(B)(4).

Event description:
It was further reported that per the death certificate, the subject died due to atherosclerotic cardiovascular disease. It was confirmed that an autopsy was not performed and manner of death was natural.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, the subject was diagnosed with stable angina (ccs classification: unknown) and was referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in the left atrioventricular artery (l-av) with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.50 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 16 mm promus element¿ plus stent. Following post dilatation residual stenosis was with 0%. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2017, the subject died of an unknown cause.